Manufacturer narrative:
Approximate age of device ¿ 2 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad had been producing low flow alarms, particularly at night. The patient was reported as asymptomatic. Initially appeared that the patient was clinically euvolemic. Mean arterial pressure (map) was elevated at 100-110 range with no palpable radial pulse, so was not a systolic pressure. The healthcare professionals titrated medications for hypertension with plan to move on to imaging with echocardiogram (echo) or CT angiogram (cta) if the alarms persisted after blood pressure (bp) was controlled. The echo/cta were consistent with outflow graft occlusion as the cause of the low flow alarms. The lvad continued low flows alarms and the patient was treated with integrilin and persantine. The low flows resolved at first but then returned. On (B)(6) 2018 the patient underwent outflow graft exchange. The following day it was reported that the low flows had resolved thus far. The patient was currently post op in cvi, there was some bleeding but the patient was better.

Manufacturer narrative:
This event was reported for the heartmate ii lvad. The recall was associated with the heartmate 3, not the heartmate ii. Therefore within the initial report should not have included the recall information. Although the reported outflow graft obstruction could not be confirmed through this investigation, the reported low flow hazard alarms were confirmed based on the evaluation of the submitted system controller log file. The majority of the captured events in the log file were low flow hazard alarms, which occurred when the estimated flow was calculated below the low flow threshold of 2.5 lpm. These events occurred at night and during the early morning hours. The pump operated at the set speed for duration of the log file and appeared to be functioning as intended. The patient remains ongoing on vad support and no further issues have been reported. The cause of the reported occlusion could not be determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.